Event description:
It was reported to st. Jude medical that t-wave oversensing on the ventricular channel was observed. High voltage therapy was delivered as a result of the oversensing. It was suspected that the lead position was the problem. The lead was capped.